Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified brachial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another coyote balloon catheter. No patient complications were reported and the patient's status was good.